Event description:
Event description boston scientific crm received information that this pacemaker, which is part of an advisory regarding the hermetic seal component, could not be interrogated despite attempts with two programmers and magnet application. At the previous follow-up, the device showed proper function and did not show any indicators. This device was in service for 7.98 years, which exceeds the minimum expected longevity of 7.3 years at nominal parameters. There was no allegation of premature depletion or inappropriate indicator function. No adverse patient effects were reported. The device was eventually explanted and returned for warranty considerations with paperwork that indicated 'no product performance issue'.